Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial tachycardia/atrial fibrillation episodes electrograms (egm) appeared to show possible intermittent implantable cardioverter defibrillator (ICD) undersensing. Additionally, high right ventricular (rv) lead threshold, variable r-w ave measurements, and a superior vena cava (svc) coil warning for impedance above the programmed upper limit was noted. A chest x-ray confirmed a dislodgement of the rv lead that was suggestive of twiddler¿s syndrome. The patient was hospitalized and a revision of the rv lead was planned; however, it was cancelled due to an unrelated underlying patient health condition. The rv lead remainsin use. No further patient complications have been reported as a result of this event.